Manufacturer narrative:
Concomitant product: a2dr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead dislodged and exhibited a rise in thresholds and no capture. It was noted that the patient experienced bradycardia, fatigue and lightheadedness. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.